Event description:
It was reported that during a total laparoscopic hysterectomy procedure the jaw broke. The jaw did not fall into the patient. The jaw broke at the end of the procedure. It is unknown how they finished the procedure. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and not returned. The device was tested with a generator and the device performed as required during testing; although all testing could not be completed due to the detached top jaw. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.